Event description:
It has been reported to the co that the packaging of this device was defective. Reportedly, the product was found to be non-sterile, due to the pouch being unsealed. There was no pt involvement. The device is being returned for the co's analysis.